Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the keyboard and labels were functional and intact but the left plunger was damaged. Evidence of the customer's reported problem regarding clutch issue was identified in the pump event history log as a check clutch/travel course reverse alarm. However, the customer's stated problem could not be verified after multiple flow and occlusion tests. After checking alarm history noticed the clutch was released during an infusion causing the travel course reverse alarm. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, the customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The damage left plunger case was replaced, as well as the barrel clamp rod and barrel clamp spring per CAPA# (B)(4). The pump passed all functional and delivery tests following the repair and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
User facility requested repair of an infusion pump due to "clutch issue". No patient involvement was reported.